Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30s (mg/dl). Glucose tablets were consumed to address bg levels. Reportedly, the customer went through a pump system check with a clinical diabetes specialist and no issues were found with the pump; however, customer reported that suspending pump therapy resolved their issues.

Manufacturer narrative:
Review of pump data showed that bg levels were recorded on (B)(6) 2016. There were no obvious requests or deliveries that would cause low bg levels on (B)(6) 2016. User initiated bolus requests without entering current bg level on (B)(6) 2016. Cartridge change sequence completed on (B)(6) 2016 requests without entering current bg levels could lead to low bg levels. If the user did not disconnect during the "tubing fill" portion of the cartridge change sequence, insulin would be delivered, and this could lead to low bg levels. There is no evidence of a device malfunction.